Event description:
Complainant alleged that the medics were responding to a call for a patient (age and gender unknown) who was in cardiac arrest. The local fire department's first responders were already on the scene when the medics arrived. The first responders was defibrillating the patient with their laerdal brand defibrillator. They delivered three shocks to the patient at 200, 300, and 360 joules. At this time the facility's als provider was setting up the zoll device. The zoll device powered up to a dark screen and a constant audible tone. All functions were inhibited. The zoll device was not attached to the patient. The als provider discontinued attempting to set up the zoll device. While the patient was transported to the hospital, the first reponder's device was used to treat the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.